Event description:
The account reported that during/upon a polypectomy, the pt's colon wall was perforated while using electrosurgical generator (esu). The clinical endoscopy mgr stated "the machine was set on endo cut mode (auto cut w 200, endo cut on, effect 3). The unit did not give the intermittent audio tone that it usually does in endocut mode any of the 3 times. The last polyp removed resulted in a jolt of current perforating the bowel." The pt underwent laparoscopic surgery to repair the perforation. The pt was discharged 4 days later in good condition.